Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine check in clinic. The patient is dependent on the device for normal function. It was noted that noise was observed on the right ventricular lead leading to inhibition of pacing. Programming changes were made. The lead was being monitored. The patient was stable.

Event description:
New information received notes the lead was capped and replaced on (B)(4) 2018. The patient's condition was stable before, during and after the procedure.